Event description:
Pump would not infuse. The pump was being used by anesthesia personnel and was sent to biomed. With a vague report of will not infuse. No pt incident reported and no add'l info is available.